Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who reported the sieve beds "blew" causing zeolite contamination within the device and did not alarm. The end user was unable to receive oxygen delivery resulting in suspected hypoxia and confusion. The end user received medical treatment. The device was returned and evaluated. The device was found to have evidence of dust, nicotine odor and liquid ingress. The device had multiple components that have been replaced. The sieve bed assembly has evidence of damage rather than malfunction. With no records from the provider, it is unable to be determined when the device was last serviced and components replaced.